Event description:
It was reported when an asymptomatic patient presented in-clinic for routine follow-up. Low, out of range, high voltage lead impedance and variable ventricular threshold was observed. An insulation anomaly and malfunction of lead were suspected. Further testing was recommended. The lead is being monitored and the patient was stable. No further information is available.

Event description:
New information received states that the patient was presented in clinic, showing low lead impedance. Subsequent measurement showed normal electrical parameter. Noise was noted on stored egms. Programming changes were made. The patient will continue to be monitored.